Event description:
A healthcare professional reported injecting 0.8ml of evolysse smooth into the upper and lower lips of a patient. Approximately 8 weeks post injection, the patient experienced lumps. The hcp dissolved the lumps with hyaluronidase with some difficulty. The manufacturer provided syringe was not used.

Manufacturer narrative:
The product was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. Inflammation such as swelling or redness may develop near the dermal filler injection site following viral or bacterial illnesses or infections, vaccinations, or dental procedures. In some cases, side effects may emerge weeks, months, or years later. This is a known potential adverse event addressed in the product labeling and risk management file. The product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. Complaints: (B)(4). CAPA: 25002.